Event description:
Patient reports (B)(6) 2025 she was admitted to the hospital as they think she had a central line infection. Her central line was removed and she reports that she is now off the veletri with no plans to restart therapy. Unknown date of last dose. No additional information or details available. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system.